Event description:
Clinical study. During a coronary drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The taxus express2 8.8% 3.5 mm x 28 mm drug eluting stent was successfully deployed in an unknown lesion. After deflation, the physician met resistance when trying to remove the balloon. The balloon was removed per unknown measures without causing any pt injury. The final status of the pt is listed as good. No add'l info is available.